Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated the device has recorded three critical ram parity error pors. The dates were (B) (6) and (B) (6) 2009 and (B) (6) 2010.

Event description:
It was reported that the device experienced a second power on reset. Patient is not receiving radiation therapy. No patient complications were reported as a result of this event.